Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was intermittently hot while the pump was not charging. The customer alleged that due to this reason, a temperature alarm had been received. Tandem technical support reviewed the pump data and found that the pump was always within normal operating range and no temperature alarms had occurred. The customer's blood glucose level was 400 mg/dl at its highest. Reportedly, the customer would continue to use the pump for insulin therapy and had alternate therapy available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.